Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to potential allergy with the implantable device parts. Reportedly, the patient had nickel allergies, and the boston scientific technical services (ts) informed that the defibrillator had no nickel part but one of the leads has. No additional adverse patient effects reported. The rv lead remains implanted.